Event description:
It was reported that the device would lock up after being powered on. The device would not have had the ability to function on a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the cause of the reported failure was due to broken solder joints on pins 9-12 of integrated circuit chip, designator u27.